Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom onboard battery may have caused the wrong alarm, it did not prevent the freedom driver from performing its life-sustaining functions. Patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The reported issue involves the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2017-00032) and freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2017-00033). The customer, a syncardia certified hospital, reported that when freedom onboard batteries s/n (B)(4), installed in a patient's freedom driver, were discharged from a full charge of 5 bars down to 2-3 bars, the freedom driver had a red fault alarm instead of a yellow low battery alarm. The customer also reported that the patient exchanged the onboard batteries and there were no issues with the replaced onboard batteries.

Manufacturer narrative:
The freedom onboard batteries were returned to syncardia for evaluation. The batteries were tested in two different freedom drivers and, despite causing low state of charge alarms, were found to be fully functional and exhibited no anomalous behavior outside of their intended design. An additional test was conducted using both event batteries and freedom driver s/n (B)(4), which was the driver reportedly in use at the time of the customer experience. The test confirmed that the battery alarm functions of driver s/n (B)(4) performed as intended with the event batteries installed. The customer-reported issue could not be reproduced during investigation testing; therefore a root cause could not be conclusively determined. Both freedom onboard batteries functioned as intended during investigation testing. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1 (1 of 2).

Event description:
The reported issue involves the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: (1) freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2017-00032) and (2) freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2017-00033). The customer, a syncardia certified hospital, reported that when freedom onboard batteries s/n (B)(4), installed in a patient's freedom driver, were discharged from a full charge of 5 bars down to 2-3 bars, the freedom driver had a red fault alarm instead of a yellow low battery alarm. The customer also reported that the patient exchanged the onboard batteries and there were no issues with the replaced onboard batteries.